Manufacturer narrative:
The hill-rom tech found the CPR switch wire had been severed. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The hill-rom tech replaced the CPR switch to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the hill-rom tech stating the CPR is not functioning. The bed was located at a hill-rom svc ctr. There was no pt/user injury reported. (B)(4).